Manufacturer narrative:
(B)(4). The device history record was reviewed and no issues that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The sample was returned for evaluation. No issues were found during the visual exam and functional testing. The blade was assembled with a standard handle and the light illuminated perfectly. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Event description:
Customer complaint alleges "the blade is not lighted. The handle was tested and works perfectly." Alleged malfunction reported as detected during functional testing prior to patient use. Customer reports there was no patient injury.

Manufacturer narrative:
(B)(4) the device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the blade is not lighted. The handle was tested and works perfectly." Alleged malfunction reported as detected during functional testing prior to patient use. Customer reports there was no patient injury.